Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 432-433 mg/dl and ketones. Suspected cause was a kinked cannula from a non-tandem infusion set. Customer was treated with insulin injections and intravenous fluids. Reportedly, the customer¿s bg was ¿within range¿ upon being released the same day from the ER. The infusion set manufacturer was not provided.